Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ during a supply change, consistent with a device failure to infuse associated with delivery motor communication and a circuit board component, and the issue was resolved by removing supplies, performing a dry run, and completing a supply change with new supplies to resume delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss and a failure to infuse, traced to the delivery motor communication pathway and circuit board component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.